Manufacturer narrative:
Zoll has not yet received the innercool stx surface system in complaint for investigation. A supplemental report will be filed if, and when the product is returned and investigation has been completed.

Event description:
During patient use, the innercool stx surface system (sn: (B)(4)) intermittently alarmed with "low limit" error messages. Another system was used to continue the treatment. No consequences, or impact to patient.